Manufacturer narrative:
It was reported that one day after insertion, the confused patient self-extracted the midline catheter (taken from the midline kit). The midline catheter was reportedly protected through a securement device and a transparent occlusive dressing. The midline catheter broke at the catheter securement junction with some part of the midline catheter remaining external to the patient. The separated midline was reportedly found on the corner of the patient's room in the nursing home. The patient was reportedly sent to the hospital, the broken midline catheter was successfully removed, and another midline catheter was successfully placed. There was no serious injury reported related to this event. Due to the reported event and the reported medical intervention, this medwatch is being filed. The sample is not available to be returned for evaluation. Pictures were provided for review and the complaint was confirmed. The manufacturer of the midline catheter has been notified of this incident. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that one day after insertion, the confused patient self-extracted the midline catheter (taken from the midline kit). The patient was reportedly sent to the hospital, the broken midline catheter was successfully removed, and another midline catheter was successfully placed.